Event description:
The pt's natural lens subluxed during the phaco procedure. The doctor attempted to implant the iol in the sulcus. The incision was enlarged to remove the lens, and suture was used to close the wound.